Event description:
It was reported to boston scientific corp that during a stone removal procedure (pt's age and gender unknown), using an extractor rx retrieval balloon the balloon detached from the catheter. The detachment occurred in the common bile duct during this device's initial stone removal attempt. Another extractor rx retrieval balloon was used to remove the detached balloon out of the bile duct and into the duodenum. It was left there to pass naturally. The pt's condition was reported as "fine."

Manufacturer narrative:
This device has been rec'd by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.